Manufacturer narrative:
Concomitant medical products: 429888 lead; dtba1q1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted during atrial fibrillation (af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that intermittent atrial undersensing was observed during ventricular fibrillation (vf) episodes.